Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device decreased noticeable. Due to age of the patient not further medical intervention is scheduled and next appointment is called in one year.

Manufacturer narrative:
Additional informaton: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The recipient will be monitored by the clinic.

Event description:
The user_s hearing performance with the device is affected.